Event description:
Patient reported there is a leak of insulin near the connect/disconnect location of the infusion set and the self-adhesive; the plaster is wet. Patient cannot identify the exact point where the leaks occur since the infusion set tubing seems intact. Patient stated the infusion set tubing is not detached, or at least the detachment is so imperceptible that he did not notice it. Patient reported the issue occurs after a day or two of usage. Patient stated he experienced elevated blood glucose levels and discovered the issue because his shirt was wet. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.